Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had error alarm. Customer blood glucose level was unknown. The customer will return insulin pump for analysis.

Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was monitored for several days and no blank display anomaly or other alarm anomaly noted. No damage found on lcd isolation tape noted. The insulin pump had a cracked reservoir tube lip and minor scratched display window.